Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The implantable cardioverter defibrillator exhibited myopotential oversensing. Further information was requested, but not yet available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.  Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016

Event description:
Related manufacturer reference number:2017865-2020-11822. New information noted that the right ventricular lead exhibited low impedance.

Manufacturer narrative:
Additional information: b5

Event description:
New information noted that the implantable cardioverter defibrillator was explanted on (B)(6) 2020. The patient was in stable condition.

Event description:
New information noted that there were no issues on the right ventricular lead and that the low impedance values were suspected to be due to the battery performance alert/ end of life device giving false information.